Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that he may have been receiving incorrect blood glucose level readings. Customer reported that he had a blood glucose level of 196 mg/dl, ate a banana, didn't bolus, and had a current blood glucose level of over 300 mg/dl. The customer checked his bolus history and found that his last recorded blood glucose level was 596 mg/dl. The customer will not return the device for analysis.